Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed no evidence of a short battery life. Multiple call service alarms were observed. The returned battery cap and a test cartridge cap were used to complete the investigation. A call service alarm associated with a language file corruption was reproduced during the rewind step which prohibited complete testing. The related call service alarm failure was seen in the black box. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).